Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional tricuspid regurgitation (tr), rotated heart and dense chordae for a triclip procedure. During the procedure, imaging was challenging. The triclip had single device leaflet attachment(slda) from anterior leaflet immediately post deployment. An attempt was made to deploy additional clip for stabilization. Due to imaging challenges, the clip was not deployed. The tr remained unchanged post procedure. There were no adverse patient effects or clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and based on information provided, a cause for the reported single leaflet device attachment resulting in tr cannot be determined. The reported image resolution poor is related to patient and procedural conditions as imaging was reported to be difficult due to the rotated heart. Tricuspid regurgitation is a known possible complication associated with triclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional tricuspid regurgitation (tr), rotated heart and dense chordae for a triclip procedure. During the procedure, imaging was challenging. The triclip had single device leaflet attachment(slda) from anterior leaflet immediately post deployment. An attempt was made to deploy additional clip for stabilization. Due to imaging challenges, the clip was not deployed. The tr remained unchanged post procedure. There were no adverse patient effects or clinically significant delay reported.